Manufacturer narrative:
Supplemental report 01 -(B)(4). The initial MDR with manufacturing report number (3003442380-2024-32933), was submitted on 22-nov-2024. The initial emdr was sent for issue with one infusion set whereas patient reported that two infusion sets were not sealed properly. This current MDR is being submitted to correct the previous report. Supplemental report 01 - (B)(4) - MDR 3003442380-2024-32933 supplemental report 01 - (B)(4). Correction: this MDR is being submitted to correct the submitted describe event or problem under b5, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search a query was run in the eqms on 16-dec-2025 against "lot number 6008287 and similar malfunction code(s): primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld), primary pack defect- seal defect, primary pack defect- contamination, primary pack defect- torn, ripped, contains holes the review confirmed that lot 6008287 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search a query was run in the eqms on 16-dec-2025 against "lot number" criteria equal 6008287 and similar malfunction codes primary pack has incomplete or open seal/weld, is torn, ripped, contains holes, exhibits external contamination (e.g. Water marks, stains), or product is trapped in packaging (e.g. Trapped in weld), primary pack defect- seal defect, primary pack defect- contamination, primary pack defect- torn, ripped, contains holes. The count of complaint is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6008287 was manufactured according to the work instruction (wi) version 79 and manufactured in the machine m12 on 28/jul/2024 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6008287 and related malfunction codes for primary pack. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
On (B)(6) 2024, patient reported that two infusion sets were not sealed properly.